Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for post-surgical neuritis and spinal pain. It was reported that since implant the patient had to turn stimulation down or off when she lied down at night. The patient reported that she was supposed to get the implant that had adaptive stimulation but woke up with the model that she has and no one could tell her why. About four months after implant the patient started feeling stimulation after turning stimulation off. The first four months were fine but after that she had residual stimulation for a couple of hours then it would go away. Eventually that changed where she felt stimulation all the time when stimulation was turned off. One time the patient even had stimulation off for about two months and she noticed it the whole time. Shortly after the first year the feeling of stimulation became an annoying buzz. It used to be a tapping and the patient wished she could have the tapping because she couldn't stand the buzz. The patient changed it, and they have changed it, but they cannot resolve that part. The patient began having a lot of pain on (B)(6) 2017. She went to turn the device up and she was the screen that showed that she needed to change the batteries in her patient programmer. The patient changed them and that resolve the programmer battery issue. It was noted that there were no trauma/falls reported that could have been related to the issue. There were also no recent medical tests or electromagnetic interference environmental exposures. The patient had x-rays in her hips and stuff but reported that they were not related. The patient synchronized the ins with the patient programmer to confirm ins status/programming. It was noted that the patient had the ability to change stimulation. The patient was on group e with the rate at 60 hertz. The patient was not able to change the rate on group e. The patient checked her other groups and noticed that she had the ability to change rate down to 15 hertz on group d. Eventually the patient decided to stay on group b with rate at 50 hertz. The patient was redirected to follow-up with a healthcare professional (hcp) to resolve the symptoms and was sent physician listings as the patient did not know her hcp information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported in the beginning the patients device had really helped with their pain and after about 6 months the stimulation pulses changed and it was uncomfortable. The patient has gone back to their clinic and talked to patient services with not resolution. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.